Manufacturer narrative:
(B)(4). Batch # m5654c. Additional information was requested and the following was obtained: when some staples of the proximal end were deployed and they were unformed, were the staples delivered into the tissue and found to be unformed? Yes. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties and no malformed staples were noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open unknown procedure, the cartridge was slightly moved forward and the device was locked out at the first firing on the ileum. The staples of the proximal end were deployed but they were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.